Event description:
The complaint file was opened at ethicon, inc. In 9/2004, the event occurred within the two weeks prior to that date. The report states the product was used to close a facial laceration on a pt of unknown gender or age. The wound was thoroughly cleaned by the attending doctor, however there is some indication that the wound was not well approximated. There have been several attempts to gain more information on this event, but at this time no more information has been provided. Product was not returned. The current condition of the pt is unknown.